Event description:
Information received from the field notes that the patient did not feel well when sitting up and lead impedance was measured at 1600 ohms. Normal impedance values were noted and there were no symptoms when the patient was lying down. When the pocket was opened, normal impedance values were noted for the leads and the physician believed that the setscrew was the cause of the high impedance measurements.